Event description:
My patient wore her contact lenses and slept in them for many years. She developed 2 corneal ulcers in the right eye at the same time. It was very painful, has prevented her from wearing contact lenses, and caused permanent scarring on the right eye/cornea. She may have disqualified herself for lasik surgery.